Event description:
It was reported that the insulin pump alarmed an error. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
No unexpected error alarms were noted during testing. The insulin pump passed the displacement test, rewind test and basic occlusion test. The device was unable to prime during the prime test due to moisture damage on force sensor resistor. A cracked liquid crystal display window, cracked case at the liquid crystal display window corner, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot were noted.